Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. The complaint was not duplicated or confirmed during inspection and testing. Service found corrosion on the connector and the cable was twisted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the image was not displayed from the camera head when the main unit was connected. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was reported to not be reproduced at the facility's repair department, and no further investigative conclusion could be determined. Olympus will continue to monitor field performance for this device.